Event description:
A malfunction alarm identified as "malf 24" occurred, and the issue did not adversely impact the customer's blood glucose level. The customer's existing pump, which was still under warranty, was not up-to-date with the latest software and could not reset the malfunction code. As a result, the customer was instructed by technical support to switch to manual daily injections as a backup therapy while waiting for a replacement pump with updated software. Technical support confirmed the shipping details and provided instructions on how to store and return the faulty pump. The customer agreed to return the pump by november 28, 2025, due to a delay, and a replacement pump was dispatched to them.